Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. On an unreported date, the patient was treated with a single dose of vancomycin, ip (dose not reported) for peritonitis. On an unreported date, the patient underwent an abdominal surgery for an unreported indication. Physioneal and extraneal therapies were withdrawn and the patient was put on hemodialysis. At the time of the initial report, the patient was not recovered from the peritonitis and was still in the hospital. Additional information was requested but is not available.